Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, when checking the catheter due to use for the infusion, the catheter was found to be broken. There was no reported patient injury. Additional information (B)(6) 2022: were all the missing pieces retrieved and accounted for? Because it was cut outside the body, it was all recovered. What type of catheter securement was utilized? Stat lock. Did the patient require surgery to remove the broken piece? No. Because it was cut outside the body, all I had to do was pull out the catheter.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On september 30, 2022, when checking the catheter due to use for the infusion, the catheter was found to be broken. There was no reported patient injury. Additional information 10/18/2022: were all the missing pieces retrieved and accounted for? Because it was cut outside the body, it was all recovered. What type of catheter securement was utilized? Stat lock. Did the patient require surgery to remove the broken piece? No. Because it was cut outside the body, all I had to do was pull out the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter terminated between the 47cm and 48cm depth markings. The sample was received with an assembled two-piece connector. Microscopic inspection of the break site revealed a finely granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed tensile weakness, necking (narrowing) and discoloration in the vicinity of the break. Following disassembly of the connector, a fragment of catheter was observed on the connector cannula. The break features and catheter weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed.